Event description:
Additional information received confirmed that the right ventricular (rv) lead helix failed to extend and the patient condition was stable.

Event description:
It was reported that the patient presented in the emergency-room with chest pain and discomfort as the right-ventricular apex (rva) lead exhibited low sensing and high capture threshold. As a resolution, programming changes were made first to deactivate the rva lead, prior to lead repositioning. During the repositioning procedure the rva lead helix exhibited unspecified helix rotation issues and as a result the rva lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.